Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a failed transmitter error but did confirm a low transmitter battery on 02-01-2018. The root cause of the low transmitter battery could not be determined post investigation.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.